Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 532 mg/dl. Blood glucose at the time of the call was 522 mg/dl, which she treated with the insulin pump. The customer stated she was in health care center at the time; she was not admitted due to her high blood glucose and nurse would assist with troubleshooting. During troubleshooting no issues with air bubbles or leaks were found, but the customer removed the cannula and confirmed it was bent. It was advised to change the entire infusion set, reservoir, and insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.